Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. The maximum aneurysm diameter measured 63mm. The proximal aortic neck measured 21-22mm and was 13mm in length. It was reported that the endurant bifurcate had migrated resulting in a proximal type I endoleak approximately three years and seven months post index procedure. Aptus was selected as an accessory device to treat the event. The physician implanted an endurant aortic cuff in conjunction with five aptus endoanchors,resolving the event. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
Film evaluation results are: the reported bifurcate migration could not be confirmed as the bifurcate location at implant is unknown. The exact cause of the reported migration leading to proximal type I endoleak could not be conclusively determined from the films provided. The pre-implant anatomy information, films at implant, and earlier post-implant films were not provided for review and comparison. Contrast was seen along the posterior/left side of the stent graft at the proximal sac, from a possible type I endoleak. There is currently marginal proximal seal with minimal stent graft apposition with the aortic neck. It is possible that aortic neck angulation along with dilatation due to disease progression may have contributed to the possible proximal type I endoleak. The exact cause of the reported mis-deployed endoanchor during implant could not be conclusively determined. The films during implant of the endoanchors were not returned for review.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.